Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained. Concomitant products: coolsculpting system serial number: (B)(6) catalog number: sa16789 lot number: ni UDI: (B)(4). Manufacturing date: 31/december/2017 coolsculpting system serial number: (B)(6). Catalog number: sa16789 lot number: ni UDI: (B)(4). Manufacturing date: 23/february/2023. Coolsculpting elite system serial number: unknown catalog number: ni lot number: ni UDI: unknown manufacturing date: ni.

Event description:
Healthcare professional reported that a patient received a coolsculpting treatments on (B)(6) 2025. The first round of treatment was coolsculpting treatments using the cooladvantage coolcore applicator and cooladvantage plus coolcore applicator. The patient received a second round of treatment with the coolsculpting elite treatment using the curve 150 applicator and curve 240 applicator. Patient was presented with paradoxical hyperplasia to the abdomen post treatment.